Event description:
Physician reported a right side rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
The patient's year of birth: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification: explant has not been confirmed.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.6, g.1.